Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow-up report will be submitted. Additional patients information: patient #2: medwatch 20230533020000-2023-8002, patient age: 4 year(s), patient gender: female, patient weight: 16kg, ethnicity: hispanic/latino. Patient #3: medwatch 0533020000-2023-8003, patient age: 20 month(s), patient gender: male, patient weight: 9kg, ethnicity: hispanic/latino. Patient #4: medwatch 0533020000-2023-8004, patient age: 4 month(s), patient gender: male, ethnicity: hispanic/latino. Patient #5: medwatch 0533020000-2023-8005, patient age: 14 month(s), patient gender: male, patient weight: 12kg, ethnicity: hispanic/latino. Patient #6: medwatch 0533020000-2023-8006, patient age: 15 year(s), patient gender: male, patient weight: 55kg, ethnicity: hispanic/latino. Patient #7: 0533020000-2023-8007, patient age: 5 month(s), patient gender: male, ethnicity: hispanic/latino. Patient #8: medwatch 0533020000-2023-8008, patient age: 11 month(s), patient gender: female, ethnicity: hispanic/latino. Device not returned.

Event description:
The customer reported the "nirs probes placed on patients have resulted in different injuries, including skin tears, burns, and pressure injuries." There were no additional medical interventions reported.